Event description:
It was reported that patient (pt) had a post surgery impedance issue. Manufacturer representative (rep) was not called for the surgery and the surgeon did the surgery without checking impedances. Healthcare provider (hcp) changed out batteries and then closed the wound. Rep was notified of the surgery while the patient was on the operating room table. When rep got to the hospital, they were given the old battery, rep was able to get the settings from it, rep transferred the settings to the new battery and performed an impedance check. Contacts 2 and 3 had high impedance. Rep tried running additional stim for 5 minutes and impedance issues remained. Hcp is switching patient's implantable neurostimulator (ins) but rep was not called or notified about that surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.